Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device flex sensor circuit. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device flex sensor circuit was replaced and the device passed all testing.

Event description:
It was reported that the pump indicated cassette installation error when no cassette was present. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.